Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received complete pump reset information from technical support and was guided through the pump reset process, after which the cgm error code did not reappear. Caller successfully started their sensor session.